Event description:
It is reported that the pt is experiencing pain.

Manufacturer narrative:
Eval summary: the primary surgical notes stated that the hip was stable and no complications were noted. No x-rays were provided; it is unk as to how the components were positioned or what the condition of the devices used are. Cause cannot be definitively determined. Eval: review of the device history records did not find any deviation or anomalies. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem.